Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead historically displayed increasing impedance measurements greater than 2,000 ohms, along with increased threshold levels. Additional information was received that the lead was explanted and replaced. No adverse patient effects were reported. The device remains implanted.